Event description:
During a monthly foley catheter change, the pt experienced pain when the balloon was inflated. The clinician could not deflate the balloon and the pt was taken to the e.r. For removal.

Manufacturer narrative:
During a monthly foley catheter change, the pt experienced pain after 2ml of fluid was injected to inflate the balloon. The clinician could not deflate the balloon and he was sent to the emergency room for removal of the catheter. The pt is a quadriplegic and has a history of bladder spasms. A CT scan was performed and revealed a partially inflated balloon that was stuck in the bulbar urethra and also identified the presence of a 1cm stone. The clinician stated that the stone, prostate issues and history of bladder spasms may have been contributing factors to the reported incident. The balloon was artificially ruptured in the emergency room and the catheter was removed. A new catheter was inserted without further incident. The sample was not retained for evaluation. There have been no other similar balloon related issues for this catheter. We have no info to suggest a mfg defect caused the incident but in abundance of caution this medwatch is being filed.